Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the bilateral lower flanks using a cooladvantage coolcurve+ contour applicator and to the bilateral upper abdomen using a cooladvantage coolcore contour applicator, on (B)(6) 2019 to the bilateral lower flanks using a cooladvantage coolcurve+ contour applicator and to the bilateral upper abdomen using a cooladvantage coolcore contour applicator and on (B)(6) 2019 to the left anterior flank using a cooladvantage coolcurve+ contour applicator. Paradoxical hyperplasia (pah/ph) developed in the treated areas around 2 months after the second treatment and was diagnosed on (B)(6) 2019. Pah was described as firm, dense, well demarcated tissue in treatment areas. Surrounding tissue soft.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to the bilateral lower flanks using a cooladvantage coolcurve+ contour applicator and to the bilateral upper abdomen using a cooladvantage coolcore contour applicator, on (B)(6)2019 to the bilateral lower flanks using a cooladvantage coolcurve+ contour applicator and to the bilateral upper abdomen using a cooladvantage coolcore contour applicator and on (B)(6)2019 to the left anterior flank using a cooladvantage coolcurve+ contour applicator. Paradoxical hyperplasia (pah/ph) developed in the treated areas around 2 months after the second treatment and was diagnosed on (B)(6)2019. Pah was described as firm, dense, well demarcated tissue in treatment areas. Surrounding tissue soft.